Event description:
Related manufacturer reference number: 2017865-2025-11038 & 2017865-2025-11039. It was reported that the patient presented with a right ventricular lead that exhibited noise over-sensing which resulted in pacing inhibition. It was also noted that the pacemaker was explanted with unspecified reason. The patient experienced dizziness. The lead was capped on (B)(6) 2025. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.